Event description:
The customer reported that the 9800 system would not calibrate down. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The beam was aligned and the collimator was calibrated. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.